Event description:
Caller reported that insulin gauge displayed an amount different than expected in the past. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed caller to call back to troubleshoot if needed when experiencing an active fill estimate issue, which caller acknowledged.